Manufacturer narrative:
The suspected device was returned for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. During the visual inspection of the device as received, the cannula on the connector was observed to be bent. During functional testing, the connector was inserted into an insulin tube provided by ICU medical. An occlusion test was conducted on the returned sample as using a hydrostatic pressure pump, and flow was successfully established. The complaint of elevated glucose can be confirmed due to the bent cannula observed. The probable cause of the bent cannula is unknown.

Event description:
The device was returned after it was reported that, following completion of a cassette and infusion set change, the glucose level rose to 400 mg/dl, with a current reading of 401 mg/dl. The results of the investigation confirmed that the cannula was bent. There was patient involvement, but no patient harm.